Manufacturer narrative:
Due to character limitation in e1, event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) did not have a fiber optic waveform. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Getinge emergency support team verified he had the triangle to triangle plugged in. He stated they switched to a second pump, and the fiber optic worked great. Getinge emergency support team attempted to collect product surveillance information for the pump. He stated the circulator had already removed the pump from the room, and he could not provide the serial number. Customer was in a rush to get off the phone. Getinge emergency support team was not given patient demographics or his email address. Getinge emergency support team did ask that he get the pump to biomed. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.